Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: the surgeon stated that he performed about 6000 bariatric procedures, 4000 being sleeves, with no leaks. During the recent event, he stated that maybe he should have finished with a black cartridge for this case and usually uses a black or green. No staple formation issues were notice during this procedure.

Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the surgical procedure? Lap sleeve gastrectomy. What was the product code of stapler? Plee60a. Were any issues noted with device intraoperatively? No. How was the leak identified? How was the leak addressed? Were any staple formation issues noted throughout care of patient? No. What is the current patient status? Ok. Leak in question was with our plee60a. He believes he started with a black reload with all green going up. All firings looked good intraoperatively and were done with gore¿s seamguard. He pulse fires, and reinforces his staple line with evicel as well.

Event description:
It was reported by the sales rep that post op to an unknown procedure the patient presented with an anastomatic leak. The patient is fine now. No other details are available at this time.